Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgment inside patient occurred. The target lesion was located in the calcified left anterior descending (lad) artery. After an nc balloon catheter was advanced to dilate the lesion, a 2.25 x 28 synergy drug-eluting stent was advanced to treat the lesion but friction was encountered. Additional dilatation was performed and the synergy stent was reinserted however; the stent got dislodged. Half of the dislodged stent remained in the guide catheter and the other half in the left main artery. The dislodged stent was removed using a 1.5x15 mm non-bsc balloon catheter. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.